Manufacturer narrative:
During the inspection at repair center, it was found that 7hf08 cover was likely broken resulting in screen blackout. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device experienced image blackout. The reported problem was found during preparation for a hysteroscopy. There was no more than a 15 minute delay, and the procedure was completed with a similar device. No harm or patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, due to the failure of the video connector, it is likely the image function did not work normally, so it is possible that the indicated phenomenon [no images] occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.